Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the liner has damaged on the polar boss at circumferential rim. It also has light marks on its outside surface, probably came from bone screws. The liner has light scratch marks on the articular surface and a light pale coloring on it. The head has black third body particles / patch appearance on the inside of the taper and it might be the corrosion left on it as indicated in the revision report. While in surgery, there were found large amount of avascular scar tissues. It was stated in the revision report that the head was disimpacted from the stem and a black corrosion was seen on stem trunnion and inside of the head taper. It was also stated that, the liner was removed and all screws were checked with a screw driver and found to be solidly fixed. Eval: after reviewing the device history records, they were found to be conforming to requirements at the time of manufacture. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.